Event description:
Pt had an acuvance 1" catheter in her left forearm. The catheter broke form the hub and became lodged in the pt's left forearm area. Foreign object was noted on x-ray. Pt and family notified. Event abated after use stopped: yes.